Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6) 2022, the user contacted dario to report high blood glucose (bg) readings. The user reported she received from her dario meter high bg readings and a message saying she needs to contact her physician. Due to the high readings and the message above, the user went to the emergency room where they tried to measure her blood sugar level with no success.